Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that the (B)(6) male pt was scuba diving and submerged approximately 40 feet when he suffered an episode. When he was brought to the surface, bystanders initiated CPR until the fire department arrived. Once they arrived, upon placing electrodes on the pt, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.